Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the balseal post was chipped. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The event was reported for unknown reason.